Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient never could find a program that worked for them. They stated they were still experiencing leaking until they met with the manufacturer representative (rep), and they gave the patient another program. Since then, they had been doing much better. No further action was taken by the manufacturer help line. The patient also mentioned the manuals were confusing, as one of the patient therapy guides was stating they were only head-only eligible for MRI. The patient stated they realized this on (B)(6) when they went to get an MRI and were denied. They stated they also met with the rep to swap out handsets so they could program in MRI mode. During this time, the rep never provided them with a charging cord, so they had been using their own. An email was sent to the rep to see if they had an extra cord to provide to the patient. The patient stated they first notified the rep about two weeks ago in person. Additional information was received from the patient. They reported that the steps taken were the interstim was removed (B)(6) 2022 and the issue was confirmed resolved. The patient said they were told when they received the device that it was MRI compatible. The MRI tech told them the serial number they had was head only and patients controller had no MRI mode. A rep gave them a new controller with updated software. It did not change the device they had. Because they had many issues with changing programs they decided to have it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.